Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted endoscopic nephrectomy on (B)(6) 2024, and ¿pneumoperitoneum pressure dropped while using air seal mode.¿ in addition, ¿regarding the insertion of forceps, the distributor reported that it did not occur at the timing of insertion and that there was no health hazard.¿ the procedure was completed with an alternate same device, and there was no impact on the patient. Further assessment found "that the doctor did not remember whether pneumoperitoneum loss occurred or not." There was no report of medical/surgical intervention or extended hospitalization required for the patient. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter and the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip will be listed as concomitant devices. There are no allegations against them. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of six reports, regarding six devices, for this device family and failure mode. During this same time frame 1,349,250 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000004. Per the instructions for use, the user is advised that the insufflation gas flow usually drops significantly after the target pressure has been reached and it is then only required to maintain the abdominal pressure. However, leaks within the abdomen or the instrument can lead to a constant gas flow of above 1 l/min. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted endoscopic nephrectomy on (B)(6) 2024, and ¿pneumoperitoneum pressure dropped while using air seal mode.¿. In addition, ¿regarding the insertion of forceps, the distributor reported that it did not occur at the timing of insertion and that there was no health hazard.¿. The procedure was completed with an alternate same device, and there was no impact on the patient. Further assessment found "that the doctor did not remember whether pneumoperitoneum loss occurred or not.". There was no report of medical/surgical intervention or extended hospitalization required for the patient. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter and the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip will be listed as concomitant devices. There are no allegations against them. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.